Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the surgical staff reported they were working on the sewing the y mesh to the sacrum. No patient harm, adverse outcome or injury was reported. No further information was provided. On (B)(4) 2012 failure analysis received the mega suturecut needle driver instrument and detected a cable break on the instrument. The complaint was evaluated and made reportable based on the malfunction.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported issues while working on sewing during the surgery. However for clarification, the nonconformance was a broken grip cable. Based on this, the complaint was confirmed. One grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.